Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas integra 400 plus analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 0.929 mg/dl. The sample was then repeated 6 additional times, resulting in the following values: 0.492 mg/dl with a data flag, 0.537 mg/dl, 0.518 mg/dl, 0.520 mg/dl, 0.494 mg/dl with a data flag, and 0.494 mg/dl with a data flag. The creatinine reagent lot number was 69958101, with an expiration date of 30-sep-2024.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.